Event description:
The customer reported that during treatment, the IV medication "was running wide open even with the tubing in the pump and the pump was set to 1.5 ml/hr." There was no harm or medical intervention. Although requested, no add'l pt or event details were provided.

Manufacturer narrative:
(B)(4). The device has been received and the eval is pending. A f/u report will be submitted with investigation results once the eval has been completed.